Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency room on (B)(6) 2016 with shortness of breath and right, lower back pain. The patient had a lactate dehydrogenase (ldh) of 1860 u/l and an inr of 4.18, and was admitted and started on bivalirudin and integrilin infusions. On an unspecified date, the patient developed ¿coke¿ colored urine. The patient¿s lowest hemoglobin was 7.9 g/dl. Prior to hospitalization, the patient was on persantine 75 mg tid, aspirin 325 and coumadin with an inr goal of 2.5-3.5. On (B)(6) 2016 the patient had an ldh of 612 u/l, and on (B)(6) 2016 it was 778 u/l. Prior to (B)(6) 2016, the patient¿s ldh ranged from 325-427 u/l. On (B)(6) 2016, the patient was transplanted as a status 1a due to suspected pump thrombus.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. Evaluation of the returned pump confirmed the presence of thrombus. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed non-laminated depositions situated adjacent to the outlet bearing ball. The depositions were not adhered to any surface. The lack of laminated layering suggests that the depositions did not form at this location. Although their origin and duration of time for which they were present in the pump cannot be conclusively determined, the depositions showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in the outlet stator for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. If they were present while the pump was operating, the deposition found in the pump could have potentially contributed to the reported elevation in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. Electrical continuity testing on the returned portions of driveline revealed no shorts or discontinuities. Examination of the shielding and bionate revealed no anomalies. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.